Event description:
It was reported that the patient with this implantable pacemaker was feeling fatigue and generally unwell whilst walking and the timing of their symptoms correlate to pacemaker mediated tachycardia (pmt) episodes stored. It was also observed potential failure to capture in these episodes. Further review by technical services (ts) was requested. Upon review of the device episodes by ts it was discussed that there are pmt episodes due to the atrial rate being below the programmed atrial tachy response (atr) rate. The failure to capture observation was also confirmed, which was discussed to be likely due to the slightly variable nature of the threshold and the safety margin used. In addition, it was observed that there is no noise present in the stored episodes. Further recommendations were provided by ts. The device remains in service. No additional adverse patient effects were reported.